Event description:
An echocardiogram performed approximately 3 weeks after device implantation demonstrated mild mitral regurgitation. It was felt that the device contact with the mitral valve was causative. The patient was subsequently referred for device removal and surgical closure of the asd.

Manufacturer narrative:
The device was disposed of at the medical ctr. Review of the cath lab reports, both the original placement and surgical removal of the device and the dvd and vhs tape of the angios/echos by aga medical's clinical research scientist resulted in the following findings: history: a female who was diagnosed as having a large secundum atrial septal defect. The defect was repaired in 2005 with a 20mm amplatzer asd occulder. A transthoracic echocardiogram that was performed after the device was placed demonstrated that the device impinged on the mitral valve. Mitral valve function, however, at the time was normal without evidence of obstruction or regurgitation. A follow-up echocardiogram was performed 3 weeks later, which revealed mild mitral regurgitation with two jets noted. Given the finding on the echocardiogram, the device was removed and patch closure of the defect was performed about 11 days later. Findiings reported on the operative report: asd occluder removed the mitral valve inspected with no evidenvce of perforation of the anterior leaflet of the mitral valve. The occluder was abutting the left fibrous trigone; however, it was not involving the leaflet. A post operative transesophageal echocardiogram was performed on the same day. There was no residual asd. The mitral valve function was normal. There was a very mild mitral insufficiency jet in the main portion of the leaflet about 6mm from the crux of the heart. The patient was discharged 3 days later with final discharged diagnosis of artrioseptal defect closure status post removal of amplatzer device and pericardial patch closure of the defect. Imaginig review: the vhs had diagnositic tte images along with color dopler performed one month prior. A large secundum asd was noted with left to right shunting. Superior and inferior rim seem to be adequate. There does not appear to be any mitral insufficiency balloon sizing images from the dvd measured the defect to be approximately 19-20mm (stretched diameter). Images from during device placement showed that the device was impinging on the mitral valve. Images of tte performed in 2005 which was performed post device deployment revealed the device to be in good position, however, the base/inferior aspect of the device was impinging on the left anterior leaflet of the mitral valve in systole. Tte performed in 2005 (preoperative) was also consistent with similar findings. There is mild mitral regurgitation and no residual shunting at the atrial level. There is also trace tricuspid insufficiency. A post operative tee (2005) showed the defect closed with no residual shunt. There is still trace mitral regurgitation present. A follow-up done 10 days later showed no residual asd with trivial mitral insufficiency. Impression: as perthe images received, it seems that the defect measurement was appropriate and hence device size selection was correct. The device closure procedures were technically successful. The anatomical location of the defect (closed to the mitral valve) may have caused constant device impingement on the mitral valve which may potentially have lead to the trival mitral insufficiency. It should be noted that valvular regurgitation may be a potential adverse event of standard interventional cardiac catheterzation techniques (IFU section 6.4).